Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® voluma¿ with lidocaine and with juvéderm® volift¿ with lidocaine. Approximately five months post injections, the patient experienced ¿face swelling, and the injected area was painful, swollen, and hardened.¿ the patient was treated with ¿antibiotics and cortisone.¿ the swelling and pain subsided however, the swelling later recurred. The hardening persists till this day.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional additionally reported injecting a patient with 2ml of juvéderm® voluma¿ with lidocaine, and with 2ml of juvéderm® ultra 4 in the ¿nl¿, and with 1ml of harmonyca lidocaine in the jawline, and with 0.5ml of juvéderm® ultra 2 in the perioral, and with 1ml of juvéderm® volift¿ with lidocaine in the ¿zygomatic bone caudal both sides middle pupil line.¿ post-treatment included hyaluronic acid mask. Approximately six months later, the patient experienced ¿swelling and pain.¿ symptoms are ongoing.healthcare professional additionally reported the patient was treated with ¿prednisone 50 mg twice daily, pantoprazole 40 mg twice daily for 7 days, and cefaclor 500 mg once daily for five days. Under this treatment, signs of infection significantly decreased, however, resistance increased. A follow-up examination after 17 days showed that resistance was also significantly reduced. Hcp would like to reiterate that the resistance only occurred at the site of the volift injection. All other injection sites were normal. Symptoms are ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, b5, b7, d6a, and h8.

Event description:
No additional information.